Event description:
The customer reported that the sys failed to power on and boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The failure could not be determined. The sys was tested and found to be working as intended and put back into svc.